Manufacturer narrative:
Concomitant medical products: product ID: b35200, serial# (B)(4). Product type: implantable neurostimulator; product ID: 3708660, serial# (B)(4). . Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 26-nov-2016, UDI#:(B)(4).

Event description:
It was reported that there was a surgical problem today when replacing an activa pc to a percept implanted neurostimulator(ins) due to normal battery depletion. All impedances were normal prior to replacement. When connecting to percept ins the impedances were all out of range. After removing and re-inserting the extension, along with suctioning fluid from connector block they reconnected the extension to the activa pc  and all impedances were good. The physician requested a new percept ins be used. The left side was good upon insertion of extensions but the right side was still out of range. The fourth re-insertion attempt resolved the impedance issue. The physician noted the extension seemed to catch a little bit during the insertion so it appears a full insertion may have been the reason for out of range values. Refer to manufacturer report #3004209178-2021-11566 for details pertaining to the related reportable event.